Manufacturer narrative:
Results and conclusion summation: without the device to examine, no determination can be made as to the root cause of the reported failure to advance or stent dislodgement. The stent had dislodged within the lesion by way of calcification. The inability to cross a lesion can be affected by numerous factors including, but not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, physician technique, the integrity of the stent and/or delivery system, and accessory device support. While no definitive root cause can be determined, the inability to cross and stent dislodgement it appears to be related to the operational context of the device and the circumstances of the procedure.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent implanted at an unintended site. Device issue: stent dislodgement. It was reported that after predilatation of a heavy calcified lesion in the rca, an attempt was made to cross the stent delivery system (sds), but the vision stent could not cross the lesion and dislodged in the coronary, because of the calcification. The dislodged stent was dilatated by another balloon catheter and implanted at the proximal lesion. Another company's stent was implanted at the distal lesion. No additional event or patient information is available.